Event description:
The customer reported the fluoroscopic image was lost from the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video connection cable to the left monitor was evaluated and reseated. The system was tested and found to be working as intended and returned to service.